Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A nurse for the customer called in to troubleshoot for the patient's carelink. It was reported that the customer had been admitted to the hospital 3 times in the past month with diabetic ketoacidosis. The customer's blood glucose levels ranged from 341 to 706 mg/dl. The caller was advised to call back when the device was available to complete troubleshooting.